Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent button alarms. Reportedly, the pump was being worn in case. There was no known impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.